Manufacturer narrative:
Device powered up properly after battery installation. No flashing display, blank display, or line through the display noted. No crack on the lcd window noted during physical inspection. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with moisture damage on the inside of the battery tube and case cracked behind the insulin pump at the corner of the belt clip rails and minor scratched lcd window. (B)(4).

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No flashing display, blank display, or line through the display noted. No crack on the lcd window noted during physical inspection. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement test. The insulin pump was received with moisture damage on the inside of the battery tube and case cracked behind the insulin pump at the corner of the belt clip rails and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer reported that they dropped the insulin pump and it cracked right down the screen. The insulin pump kept on beeping and flashing after the customer dropped it. The insulin pump's reservoir lip ring was not damaged. It was stated that the insulin pump was no longer working because it was bumped and it was the reason for the high blood glucose.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.